Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed imdrf impact code f2301 captures the event of an additional device required (forceps) to retrieve the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted in the esophagus to treat a stricture caused by an esophageal cancer during a stent implantation procedure performed on (B)(6) 2026. During the procedure, after the stent was positioned, the stent deployment suture broke. The stent was partially deployed and was removed using forceps. Another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.